Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation as fse was unable to reproduce the reported problem. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reached out to the technical support engineer (tse) for telephone assistance concerning non-intuitive motion of the monopolar curved scissor (mcs) while mounted on the universal surgical manipulator (usm3). The customer was unable to provide further details. The tse recommended that the customer remove and reinstall the sterile adapter and instrument. Should the issue recur, the customer was advised to contact the tse once more. During a subsequent call, the surgeon reported that the mcs moved unintentionally during activation. Despite replacing the mcs, the issue persisted. The tse examined the system logs and did not identify any errors. The customer was further advised to reinstall the sterile adapter and attempt a solution if the problem continued. The tse also recommended performing a system power cycle. In a third call, the customer informed the tse of having checked the system. The tse advised the customer to reseat the instrument and sterile adapter, and to reboot the da vinci system once again. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sterile adapter and instrument were reseated. There was no patient injury.